Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® intubation stylet was cracking at bent areas. The issue was observed in the operating room during a patient adenoidectomy when the anesthesia provider inserted the stylet into an endotracheal tube in the patient's trachea. When stylet was removed, it was observed that the outer plastic coating of the stylet had been severely cracked into small, sharp pieces and the distal inch of the stylet was missing. The reporter noted that there was concern that fragments had been lost in the patient's trachea during intubation. It was reported that the event possibly caused patient injury. No medical intervention was conducted at the time of report and the outcome was unknown.